Event description:
Follow-up report to submit additional information not known at time of initial submission.

Event description:
The balloon ruptured when inflated for multiple times to a maximum burst pressure of 16atm. No injury caused to the vessel.